Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 was unable to open. A field service engineer (fse) assisted with pulling the drawer open, noticed that the issue was caused by overfilling medication in pocket a1, which caused the pocket to bulge and create friction, preventing the drawer from opening. The fse had the customer remove the pocket and unload it to resolve. The drawer was then closed, recovered, opened and closed multiple times without any issues. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.